Event description:
Attempted to implant a collamer lens but it tore while ejecting from the cartridge. There was no pt contact or injury. The nurse stated it was unk as to why the lens tore. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.